Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's bolus button was not responsive. Customer's mother stated they were able to administer a bolus despite the button being unresponsive. The customer's blood glucose was 76 mg/dl at the time of the call. The mother stated they would call back to troubleshoot. No additional information provided.